Event description:
Philips received a complaint from the customer on the v60 indicating that the device will not power on or off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The power switch is not working. The customer called back to inform the rse that he replaced the power switch but did not resolve the issue. The rse advised the customer to swap the display with another unit for troubleshooting. If the problem is cleared, replace the ui pcba. If the problem persists, then schedule pm pcba replacement. The customer called back after swapping displays and stated the problem resolved. The rse provided parts ID for the ui pcba and discussed 1st gen vs 2nd gen. The rse verified that the customer had 2.3 software for compatibility. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.